Manufacturer narrative:
H3 correction: device not returned has been changed to device discarded. Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. Historical data analysis: (4109/213/67) this is an OEM device and the lot/serial number was not provided. Therefore, a query of similar complaints for the serial number and the reported failure mode was not performed. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device discarded: (4115/3221/67) despite request customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing. H3 other text : device discarded.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 adaptor, it was determined that the power supply and perhaps the attachment connection (adaptor) were to blame for the lack of electricity being transferred to the disposable device. A replacement device was used to complete the procedure. There were no patient effects.